Event description:
A customer reported encountering a cgm error 42 associated with their g7sensor. There was no adverse impact to the customer's blood glucose level. The customer reset the pump before contacting technical support, who confirmed the alert 42 in the history. After the pump reset, the error code did not reappear, and technical support confirmed that the customer successfully started their sensor session and reloaded the cartridge.